Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the company representative (rep) was notified of event day of surgery ¿ (B)(6) 2025. Prior to revision surgery, patient was experiencing increased spasms. Aside of patient experiencing increased spasms, it was also reported that there were discrepancies with expected vs anticipated volumes at pump refills. Prior to surgery to revise catheter, patient had an unsuccessful dye study. They stated there was a blockage of some sort in the catheter because after revision the catheter was clear and working again. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 21-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.